Manufacturer narrative:
The reported events of abrasion, low pacing lead impedance and over sensing noise were confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found an external insulation abrasion breaching ring electrode cable lumen with one abraded etfe cable coating, the inner coil lumen was found intact proximal to the suture tie impressions. The cause of the reported events was isolated to the external insulation abrasion and exposing the ring electrode conductor in the abrasion zone consistent with friction to the device can. Additional findings not related to the complaint: visual examination found degradation breaching the optim sheath with intact silicone insulation beneath at the distal portion.

Event description:
During a remote follow up, low pacing impedance was noted on the right ventricular (rv) lead. The patient presented in clinic and provocative testing was performed revealing noise resulting in oversensing on the rv lead. Diagnostic imaging was performed and no anomalies were noted. During the lead revision procedure, externalization of the rv lead was noted. The lead was explanted and replaced to resolve the event. The patient was stable.